Event description:
Additional information was received indicating that there was nothing that could be pinpointed as the circumstances that lead to the lead migration. The lead migration was discovered on (B)(6) 2015, but nothing had been done to resolve at the time of the report. The symptoms of the lead migration were that the patient felt stimulation in their shoulder. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 3777-75, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3777-75, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported by the patient that there was a change in therapy, stimulation in undesired location. The patient had an occipital implant and the stimulation moved to their shoulder in (B)(6). It was mentioned that their health care professional (hcp) confirmed lead migration in beginning of (B)(6). The hcp was not willing to revise the patient's lead wire. The current lead issue started in (B)(6) when they felt stimulation in their shoulder rather than occipital. The patient had 98% pain relief when it was working. No interventions or outcome were reported regarding this event. Additional information was received on (B)(6) 2015 indicating that the physician did not want to go back in and reposition the lead. They wanted the patient to see a surgeon. It was noted by the manufacturer representative (rep) that they had not seen the patient or tried to reprogram the patient. The patient had asked the rep to schedule an appointment to have the leads removed and the patient was referred to their physician. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. Other relevant medical history: head/neck (non-malignant) spinal pain